Event description:
The facility had indicated that the pt had a pre-existing condition of a capsular tear prior to lens implant. The capsule tear occurred during phaco with an alcon legacy phacoemulsification machine. The surgeon made the decision to attempt to implant the lens but had to remove it due to the pre-existing capsular tear. The lens was removed.